Event description:
It was reported that the syringe integra 3ml w/ndl 22x1-1/2 rb leaked during use 2 or 3 times during use. As well as a retaraction failure during use 2 or 3 times. The following information was provided by the initial reporter: verbatim: it was reported that there was issues with the needle not completely retracting, leakage past the stopper, and medication in the barrel after plunger was activated. 2 of 2: date of (B)(6). Date of event: (B)(6) 2020. Occurrences: 2 of the syringes had one or all of the issues. Holly tested the syringes and had the same issues with lot number 9064565. The needle did not completely retract. There was leakage past the stopper. The plunger was activated completely but there was still medication in the barrel. The customer stated there was three separate issues with the intregra: the needle did not completely retract. There was leakage past the stopper. The plunger was activated completely but there was still medication in the barrel. Date of event (B)(6) 2020, lot unknown. Patient identifiers for the 3 patients are not available.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 22x1-1/2 rb leaked during use 2 or 3 times during use. As well as a retraction failure during use 2 or 3 times. The following information was provided by the initial reporter: verbatim: it was reported that there was issues with the needle not completely retracting, leakage past the stopper, and medication in the barrel after plunger was activated. 2 of 2: date of (B)(6). Date of event: (B)(6) 2020. Occurrences: 2 of the syringes had one or all of the issues. (B)(6) tested the syringes and had the same issues with lot number 9064565. The needle did not completely retract. There was leakage past the stopper. The plunger was activated completely but there was still medication in the barrel. The customer stated there was three separate issues with the integra: the needle did not completely retract, there was leakage past the stopper, the plunger was activated completely but there was still medication in the barrel. Date of event (B)(6) 2020, lot unknown. Patient identifiers for the 3 patients are not available.